Event description:
It was reported a 6f naviflex introducer was inserted via the right femoral artery and used during an interventionial procedure. The introducer remained intravascular overnight for continuous delivery of thrombolytics. Upon removing the naviflex sheath from the right femoral artery, resistance was encountered; the outer material began to separate in a spiral motion. A distal segment separated from the introducer and was retrieved using a snare. Iliac/femoral angiograms revealed no compromise to the integrity of the vessel. The pt recovered without adverse sequelae and was discharged from the hosp without prolongation of length of stay.